Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of interrogation difficulty and it was determined that the cable was out of specification. It was additionally noted that the device was contaminated and that there was extensive internal damage. The device was to be scrapped.

Event description:
It was further reported that the radiofrequency programmer head had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio-frequency (rf) head would not read the patient's device. No green lights were displayed after several attempts and a reboot. The rf head will be returned. No patient complications have been reported as a result of this event.